Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"Wire stripped while threading through scope." Additional information received by email on october 12, 2016. The part that stripped was the end of the wire that entered the scope first. The wire got stuck and once removed the surgeon indicated that the wire had stripped. This was during the start of the procedure where the surgeon feed the wire through the scope into the ureter. No part of the item was left inside the patient. No sharp instruments were used. We opened another wire for the surgeon to use. Patient status: "patient is fine".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the complainant's experience that the wire had been stripped. The root cause of the stripped wire could not be determined. The tubing that had separated from the wire appeared to have been shaved or cut by a sharp instrument or surface. It is possible that when the unit was removed from the scope, it made contact with the edge of the scope, which caused the tubing to separate from the wire. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.